Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was intermittently resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was intermittently resetting. The cause for the resets was isolated to corrupted files on the monitor sd card. The root cause for the corrupted sd card could not be positively identified. No adverse event resulted from the defective monitor.